Manufacturer narrative:
(B)(4). Evaluation, conclusion: off¿label, unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an 80 mm pre-operatively ruptured abdominal aortic aneurysm. It was reported that patient was admitted to the ER with abdominal pain. Implant of all devices was performed with success. When the patient was transported to the post-operative suite the patient coded. Air was noticed in the abdomen and scrotum indicating that the patient had a collapsed lung and the physician¿s initial thought it was tension pneumothorax. Chest tubes were inserted in the patient¿s chest and only air came out. The patient expired after an hour of coding. No fluid was found on an ultrasound of the patient's abdomen. The exact cause of death is unknown; however, the physician did not feel the death was device related.